Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: inratio: 6.9, lab: 4.6. Tests were performed one right after the next.

Manufacturer narrative:
Investigation pending.